Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced pain, inflammation and adhesions to the mesh. In regards to adhesions, adhesions are listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an incisional hernia. A ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery "due to malfunction" of the ventralex st. It is alleged that the device was noted as bulging up from peritoneum, there were extensive adhesions to the mesh, and it was noted as having caused severe inflammation. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an incisional hernia. A ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery "due to malfunction" of the ventralex st. It is alleged that the device was noted as bulging up from peritoneum, there were extensive adhesions to the mesh, and it was noted as having caused severe inflammation. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information received: (B)(6) 2015 - patient with an incisional hernia at the site of prior colostomy reversal underwent repair with ventralex st patch on (B)(6) 2015. Per the operative notes, "the hernia sac was excised to the level of fascia. Next the adhesion on the underside of the abdominal wall was reduced. Next a ventralex st hernia patch was then inserted to the hernia defect. The mesh was secured." (B)(6) 2017 - patient had recurrent ventral incisional hernia and underwent repair on (B)(6) 2017. Per the operative notes, "there was separation of the rectus muscles through which protruded some old mesh. The old mesh was bulging up from the peritoneum and a pseudo hernia type configuration. It was approximately 3 or 4 cm piece of double-sided mesh. This was excised and sent to pathology. We had to take down adhesions of the omentum to this mesh. A non-bard synthetic mesh was placed." Attorney alleges that the patient had adhesions, infections, mesh migration, mesh shrinkage, pain, recurrence, wound vac, foreign body granulomatous inflammation.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced pain, inflammation and adhesions to the mesh. In regards to adhesions, adhesions are listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the information provided, no conclusion can be made. Per medical records provided, this is a morbidly obese patient with a history significant for abdominal surgery, and about 2 years post-implant, "there was separation of the rectus muscles through which protruded some old mesh" and the mesh was excised. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Updated fields:a2, a4, b4, b5, b6, b7, d4 (UDI), d6b (date of explant), e3, g1, g3, g4, g6, h2, h3, h6, h7, h10, h11 corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.